Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic after feeling syncopal. Upon interrogation noise on the ventricular lead was noted, pacing was inhibited, the noise was recreated in clinic. The device was reprogrammed. The lead remained implanted.